Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 4 cm in diameter thoracic aortic ulcer/aneurysm. Vessels morphology was reported as there was severe thrombosis and the patient had a horseshoe kidney. The imaging for the procedure was performed on a mobile machine that was old. It was reported that the stent graft was deployed without issue. Later that night the patient had severe abdominal pain. A CT was performed and the valiant stent graft that was covering the sma and the celiac artery. The physician stated that the sma and celiac artery were inadvertently covered due to poor imaging. The following day the physician elected to surgically remove the valiant stent graft from the patient. The blood flow was restored to the celiac and the sma arteries. The physician elected to implant another (B)(4) and the thoracic aortic ulcer/aneurysm was excluded. No clinical sequelae were reported ant the patient is fine. No intervention was performed and the patient was being monitored by the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); incorrect technique/procedure (poor imaging). Conclusion: operational context contributed to event (poor imaging).